Event description:
After the implant procedure was completed, while recovering in the PACU, the patient developed bleeding and drainage from the neck incision site. Physician attempted to achieve hemostasis by applying pressure but was unsuccessful. Physician brought the patient back into the OR, intubated the patient, achieved hemostasis using cautery, and closed the incision. This resolved the issue.